Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: previously submitted MDR indicated the incorrect manufacture date. This report is being submitted to correct this information.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device had a frozen screen. No further details in regards to the event have been received to date. The handheld device has not been returned to date. Attempts for additional relevant information will be made.

Manufacturer narrative:
.